Manufacturer narrative:
Only the connector portion of the lead was returned for analysis. The damage found was sustained during the procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's daughter that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac failure. No further information available at this time.